Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcome of endovascular and open treated penetrating aortic ulcers kapalla m, kröger j, choubey r, busch a, hoffmann rt, reeps c, wolk s.  J endovasc ther. 2025 dec;32(6):2208-2216.  Doi: 10.1177/15266028241241205. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: average age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿outcome of endovascular and open treated penetrating aortic ulcers the time frame of this study was over a eleven-year period. Endurant and non-medtronic stent grafts were implanted patients in the endovascular treatment of penetrating aortic ulcers (pau). 53% (n=71) of patients were treated by thoracic endovascular aortic repair (tevar), 41% (n=54) by endovascular aortic repair (evar), and 6% (n=8) by open surgery. Whereas a hybrid procedure was used in 15.8% (n=21). The following adverse events occurred: hematoma, pseudoaneurysm, infection, paraplegia, stroke, embolism, renal failure, multi-organ failure, intervention no further information was provided pertaining to medtronic products